Event description:
The patient requested explant of the vns generator as it is somewhat bothersome for him and he no longer needs the vns for seizure control as it was discovered that his problems are of cardiac origin. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.